Manufacturer narrative:
The reported field events of oversensing and inappropriate shocks could not be confirmed in the lab. The device was received from the field with battery voltage above elective replacement level. Visual inspection of septum and set screws did not reveal any anomaly. Electrical testing did not find any anomalies.

Manufacturer narrative:
Correction: h10: removed device sensing problem and replaced signal artifact with over-sensing.

Event description:
Related manufacturer reference number: 2017865-2021-37547. It was reported that the patient presented in clinic for a follow-up with reports of inappropriate therapy. Interrogation revealed that the shocks were due to noise, but the source of the noise could not be confirmed. Further interrogation revealed that the implantable cardioverter defibrillator exhibited poor sensing and the right ventricular lead exhibited poor sensing and high capture thresholds. The device and lead were removed and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.